Event description:
The customer was requesting info during a specific timeframe for a pt who had expired.

Manufacturer narrative:
The customer reported on 07jan10 that a male pt had a cardiac arrest and subsequently expired. The issue occurred unexpectedly. We will consider that the device was a factor in this incident as staff found the pt unresponsive and alarm logs show the alarms began at the moment the pt was discovered, as would be the case in a leads off or battery related telemetry incident. The customer could not comment on whether the leads were on or whether the battery was working at the time the pt was found. The customer said, they were conducting their own internal investigation and did not save the pt's data to be able to see the waveforms to understand if monitoring was still occurring or not. Staff said, the pt was not having lots of alarms before the incident. She did not ask if the leads were on or off- no one mentioned this. She does not know if the battery was ok or not in the tele pack. I explained that the logs capture red alarm events and in this case, the only alarms are those that are occurring at 17:25 which is the exact time she is saying the pt was found. Based on the condition of the pt, it was suspected that 17:25 was not the first occurrence of a problem. Product labeling (instructions for use) adequately describes alarming and acknowledgement of alarms. No further investigation or action warranted.